Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. During troubleshooting with tandem technical support, the location of the blockage was unable to be identified. Customer's blood glucose level ranged from 65 to 488 (mg/dl). Customer changed infusion set and cartridge to resolve the occlusion alarms.